Event description:
The customer reported being hospitalized for high blood glucose of 582mg/dl. The customer stated that she did not feel good and treated her glucose level, but it continued rising. Troubleshooting was performed. The customer stated that she fainted, and she was showing signs of diabetes ketoacidosis. The customer also stated that she changes the infusion sets every three days. The programming, basal, time, date, daily totals, and bolus history were correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.